Manufacturer narrative:
The report that the ipg would not connect with a patient controller or clinician¿s programmer was confirmed. The device was returned without any visible anomalies or damage. It failed to communicate with lab clinician's programmer. The uep inductive tool showed that the device was in the service application due to firmware initiated emulated safe mode. The device was successfully recovered using the uep inductive tool and passed functional testing on ate. A review of the log files showed that it experienced a single hardware reset that caused a service application condition in the time frame of the unrelated surgery. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. As a result of this finding, actions have been taken to prevent reoccurrence. The lab was not able to confirm the artemis software version that was used in the field as logs were not available for review. The report stated that the device was not placed in surgery mode prior to the unrelated procedure and it is assumed that electrocautery was used. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to communicate with external devices after the patient underwent a surgery. During the surgery, the ipg was not set to surgery mode. Troubleshooting did not resolve the issue. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue. During the same surgery one lead was explanted and is being documented in related manufacturer reference numbers: 3006705815-2020-30432 and 3006705815-2020-30433.